Event description:
It was reported that after a laparoscopic right colectomy procedure, the patient had significant bright red blood during first post-op bowel movement. The surgeon attributes this to a lack of hemostasis at the ileocolonic anastomosis. Intra-operatively there was no sign that the staple line was not hemostatic. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: was the case open or laparoscopic (tlc75 is not a laparoscopic device)? The surgeon does the dissection and mobilization laparoscopically, then extracorporealizes the bowel to perform the anastomosis. Did the patient require a blood transfusion? No. What color cartridges were used in the case? Blue. During the case, were there any interventions? No. Did the post-operative care change based on the post-op bleeding? No.